Event description:
A customer contacted baxter technical services (bts) regarding assistance with ending therapy during fill 1 on the homechoice machine (hc). The home patient (hp) stated the supply line came off the bag and it leaked all over during fill 1. The hp requested to end therapy in order to start over with new supplies. The hp stated they did not have any alarms. The technical service representative(tsr) assisted the hp to end therapy. The home patient (hp) was contacted on (B)(4) 2011. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak was not confirmed. The root cause was undetermined.